Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pt experienced elevations in power since implant. Approximately 7 months post-implant, the pt received an "exchange system controller" alarm. The pt was re-admitted to the hospital. There was no data visible on the system controller or the hospital's system monitor and the green power indicator was only partially lit. The pt was not symptomatic, showed normal blood samples and felt well. The pt was discharged after the system controller was exchanged. There was no effect to the pt reported.